Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in the left circumflex coronary artery. During the first inflation the 2.5 x 12mm quantum maverick monorail balloon catheter ruptured at 20 atms. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)